Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Pqe physically inspected the returned puck and reviewed the attachment from the phase 1 investigation, and observed small scratches and pieces of adhesive around the plug contact points. The adhesive appears to be fragments from the inner diameter adhesive applied during manufacturing. The scratches observed most likely occurred during investigator handling and de-casing. Pqe determined the debris and scratches observed were not severe enough to have any impact on the sensors accuracy. No issues were found during testing. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was "higher than they felt." As a result, the patient experienced a loss of consciousness and hypoxia with an oxygen saturation of 93 percent. User's wife attempted to provide "jelly" however, the patient was unable to swallow. The patient was transported to the hospital and provided unspecified treatment. Upon discharge from the hospital user was prescribed "telmisartan" for one week. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. This serves as a correction report. Section h4(device mfg date) and section h10: (additional mfg narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was "higher than they felt." As a result, the patient experienced a loss of consciousness and hypoxia with an oxygen saturation of 93 percent. User's wife attempted to provide "jelly" however, the patient was unable to swallow. The patient was transported to the hospital and provided unspecified treatment. Upon discharge from the hospital user was prescribed "telmisartan" for one week. There was no report of death or permanent injury associated with this event.